Manufacturer narrative:
Qc was within range prior to low result.sample was centrifuged and not diluted. Bci field service engineer (fse) replaced the glucm module.although glucm module was replace, a clear root cause is unknown at this time.

Event description:
A post-mod glucose customer obtained erroneously low glucose (glucm) results for one (1) patient when running in duplicate, generated by the unicel dxc 800 pro synchron chemistry analyzer. Results were not reported out of the lab. Repeat testing on an alternate instrument generated higher result which was reported out of the lab. No effect on patient treatment was reported. Customer runs samples in duplicate and verifies results on an alternate instrument prior to reporting results.